Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an under delivering alarm. Insulin pump was customer¿s blood glucose was 592 mg/dl at the time of incident and current blood glucose 258 mg/dl. Customer reported that insulin pump system was not been in use within 48 hours of reported high blood glucose event. Customer was treated with insulin pen and insulin drip. Customer stated that the drive support cap was normal. Troubleshooting was performed for under delivery. The insulin pump will not be returned for analysis.